Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturing representative (rep) and his concerns were resolved. The patient no longer had any concerns with his device or therapy.

Event description:
It was initially reported that the patient could not turn stimulation on. Later that day, it was clarified that the display showed end of service (eos). The patient was unable to adjust stimulation as a result. The stimulation worked the day prior, but stimulation went off and when the patient tried to turn it back on, the eos/¿call your dr¿ icons were displayed. Additional information from the patient¿s physician indicated that the depletion was premature. A replacement was planned and was pending. The patient status was noted to be recovered without permanent impairment. Additional clarification about the outcome was requested, as the patient had not yet had the replacement.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# lb2060, implanted: (B)(6) 2003, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 74002, lot# n240233, implanted: (B)(6) 2010, product type adapter; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).